Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system on (B)(6) 2025. It was reported that a recent computed tomography (CT) revealed that the right distal ovation ix iliac limb has lost opposition to the vessel wall resulting in a type ib endoleak. On (B)(6) 2025 the physician elected to implant an ovation ix iliac limb and the distal type ib endoleak was resolved. The patient is fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure or anatomy of the complaint could not be determined. The clinical evaluation also shows reasonable evidence to suggest there is also a type ii endoleak of the lumbar artery that was not included in the event as reported. There is a sharp angulation of the right common iliac artery that could have resulted in proximal stent migration, leaving the distal stent margin within the aneurysm sac; however, migration could not be conclusively determined. The distal stent margin positioned within the aneurysm sac, resulted in poor stent-to-wall apposition and a type ib endoleak. The type ii endoleak is anatomy related. The final patient status was reported as fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.